Event description:
It was reported that during an unspecified treatment procedure, guide wire fracture occurred. A 035/180 amplatz super stiff guide wire got stuck inside of the patient and required several attempts to remove the device. The guide wire separated during the procedure and was removed successfully. No further complications were reported and the patient's status is listed as fine. Additional information has been requested and is not available.

Event description:
It was reported that during an unspecified treatment procedure guide wire fracture occurred. A 035/180 amplatz super stiff guide wire got stuck inside of the patient and required several attempts to remove the device. The guide wire separated during the procedure and was removed successfully. No further complications were reported and the patient's status is listed as fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: visual analysis of the returned device revealed 3 pieces were severely damaged. The distal tip coiling is severely elongated and unraveled. The coating is severely scrapped, peeling along the entire body. Additionally a fracture approximately at 171.5 cm from the proximal end, section 2 was approximately 5.4 cm long and section 3 which corresponds to the distal tip of the wire has a length of approximately 2.0 cm. The device appears to have been in contact with a sharp or metal object. Sem analysis on four sites from three samples revealed failure on site 1 occurred due to a mechanical cut event followed by a tension overload. Failure on site 2,3 and 4 occurred due to a torsional overload. No match was found between failure site 1 and 2. Similar characteristics of position and features of the final breaking zone suggest a match between failure site 3 and 4. No material anomalies were found. The outer diameter is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).